Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The wire returned inside the delivery sheath and the filter bag came back in undeployed state. Sheathing/unsheathing could not be performed, since the wire was exposed through the delivery sheath, moreover the spring tip was bent and stretched. Based on the evidence, the reported allegations can be confirmed, since the wire was found exposed during visual testing that could have contributed to the reported issue.

Event description:
It was reported that difficulty retrieving the filter wire occurred. A model-fw ez 190 cm mt filter wire was selected to position distal to the stenosis located in the left internal carotid artery. During the procedure, an attempt was done to remove the sheath from the filter while keeping its position. However, the device was stuck to the wire, making it impossible to remove. After many failed attempts, the entire system had to be removed and replaced for another of the same device to complete the procedure. There were no patient complications reported.

Event description:
It was reported that difficulty retrieving the filter wire occurred. A model-fw ez 190 cm mt filter wire was selected to position distal to the stenosis located in the left internal carotid artery. During the procedure, an attempt was done to remove the sheath from the filter while keeping its position. However, the device was stuck to the wire, making it impossible to remove. After many failed attempts, the entire system had to be removed and replaced for another of the same device to complete the procedure. There were no patient complications reported.